Event description:
It was reported that for past couple of weeks, patient (pt) has had intermittent functioning of her controller with it sometimes not powering on when she wants to charge her ins (implantable neurostimulator). Starting 2 days ago, the controller became unresponsive at times. Pt has been seeing message that she can't continue due to battery but exact message isn't clear. During call, the controller was plugged into the wall with battery pack, it isn't responsive. Tss had pt (patient) remove battery pack and plug into outlet but controller was still unresponsive. Another outlet was tried but this didn't resolve the issue. Tss reviewed replacing controller. Additional information was received from the patient. It was reported that they received replacement controller; however, they were still seeing the same message displayed: battery empty cannot continue recharger the controller (79). Patient stated they were in pain, which agent understood to be a result of not receiving therapy due to equipment issues. Patient reported their controller was plugged into ac power supply and there was no light above their controller screen. Agent verified via sn that patient was using replacement controller and patient reported no visible damage to battery pack. Agent had patient remove battery pack and plug controller into ac power supply; patient reported screen did not power on. Patient stated there was no light on ac power supply. Agent suggested patient try multiple outlets and patient reported there was a green light on ac power supply when plugged into their kitchen outlet and screen powered on. Patient reinserted the battery pack and reported green light flashing above the screen. Agent advised patient to continue charging controller to full and then proceeding to charge ins.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.